Event description:
After wound drain was placed in patient, the drain did not work perfectly and, doctor found small crack in the tube (external) portion of drain. While drain did not need to be replaced, doctor used anesthesia to remove the drain, which he normally does not do. He wanted to be absolutely sure the patient did not experience discomfort.

Manufacturer narrative:
Unfortunately, the actual product involved in the incident was not returned for our investigation. The device history record (DHR) was reviewed in order to determine possible causes for the incident report and we found that all operations were performed according to established procedures. There are systems in place for random inspection of the units for surface imperfections, specifically cuts, nicks or tears. The minimum tensile strength specification for the tubing is 750 psi. The DHR of this tubing demonstrated tensile strength results of minimum of 948 psi in manufacturing testing performed. Inspection records for raw material used to extrude the tubing were reviewed and coa indicates that all test results are within specification limits, including tensile and tear tests. While this analysis cannot conclusively determine the cause for failure, the data reviewed does not lead us to believe that there was an inherent weakness in the material itself. Wound drains will perform as intended, as long as they are used according to the instructions for use (IFU). IFU provides detailed information regarding precautions for using these products. Warnings/precautions: "drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. Do not suture the drain(s). During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain, as this may lead to breakage. Excessive force may result in breakage." We will continue to monitor trends.